Event description:
During periodic review of programming history database it was seen that patient had low impedance however at next interrogation low impedance resolved. No surgical intervention has been reported to date. No further relevant information has been received to date.

Event description:
Additional information was received from physician that no procedures have occurred for this patient that could have resolved low impedance, the patient has not experienced any adverse events, there was no trauma to the neck or chest. The physician also reported that she does not know what caused the low impedance to occur. No surgical intervention has been reported to date. No further relevant information has been received to date.